Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, sensing on rv lead was fluctuating and high pacing lead impedance was observed. When the lead was attached to the device, pacing thresholds were not obtainable. The lead was replaced and procedure was completed without adverse events. The patient is doing fine.